Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient developed an infection at the abutment site resulting in the decision to remove the abutment. The implanted device remains in situ.